Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Staple jamming.

Event description:
Staple jamming.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73f2100952 was manufactured on 06/29/2021 a total of (B)(4) pieces. Lot was released on 07/08/2021. DHR investigation did not show issues related to complaint. From the pictures attached was unable to be confirmed failure mode reported as "misfire/jamming - info not provided". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73e2200554 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028-rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - info not provided" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "misfire/jamming - info not provided" could not be confirmed with picture. However , it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.